Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The same day as event onset, the patient was hospitalized and treated with fortum injection (1g, once a day, discontinued after 14 days) and vancomycin (1g, every 4th day, discontinued after 14 days) for peritonitis. The patient was discharged 12 days after admission. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.